Event description:
It was reported that during a lap choley procedure, the device was being cleaned on the back table after use and the white tissue pad fell off. The procedure was completed with another device.